Event description:
Accidently took 15 units of rapid acting insulin [wrong drug administered]. Case description: medical device information: class iib. This spontaneous case from australia was reported by a nurse as "accidently took 15 units of rapid acting insulin instead of protaphane" and concerns a female patient treated with actrapid penfill (fast acting human insulin) and novopen 3 from an unknown date and ongoing due to an unknown indication. Patient's height: not reported. A patient was on protaphane penfill and was recently added actrapid penfill on her regime. She used two novopen 3 (blue and green), and on an unknown date she got confused and accidently took 15 units of her actrapid instead of her protaphane. Patient was hospitalized due to this condition. The nurse is blaming the confusion on the novopen 3 being too similar in colour. The outcome is reported as unknown, but it is described that the patient is fine. Patient outcome: unknown. Reporters causality (both products): probable. Novonordisk causality (both products): reportable. Comment: this is a combined initial and final report, and follow-up is pending.

Manufacturer narrative:
Otc product: yes.